Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislodged due to twiddler's syndrome. The dislodgement and subsequent loss of capture led to the delivery of inappropriate high voltage therapy. The rv lead was explanted and replaced and the patient's condition was stable following the procedure.